Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Update: 06/17/2013 - litigation papers received alleging that the patient suffers from pain, and excessive levels of chromium and cobalt. The doi was provided. There is no new additional information that would affect the investigation.